Event description:
According to the reporter, in a laparoscopic ventral hernia, during mesh fixation, there were instances where the device was double firing, and not fully deploying in other actuations. The double fired tacks fell into the cavity and were retrieved with graspers. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the tacks were visible in the shaft. Functional testing found that the handle battery cover was opened and the battery was removed. The handle body was disassembled to reveal the internal components. An external power supply was connected to the battery terminals 9.03 v from power supply, asset nh10447 and the red light did turn on. The computer was connected to the circuit board and was read. 16 tacks deployed,14 left,1 failure. It was reported that the user experienced two deployments were high current spike was experienced at the end of the firing. One of these led to a deployment failure, the other was able to complete the deployment. There were no indications of double firing or components disengage. However, a deployment failure will result in tacks not fully deploying. The reported conditions of double index and tack penetration were not confirmed. The reported issue was confirmed. The most likely cause was traced to device design. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.